Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and the physician tried to reposition it. However, post implant of the patient's device, this lead as found to have high threshold measurements. Hence, the physician decided to explant and replace the lead with a new one. This lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Terminal segment of this lead was only returned and noted to be severed from the terminal pin. Two sets of setscrew marks noted on terminal pin in the correct location. The returned segment of lead passed continuity test.